Event description:
It was reported that during a hip procedure using a super turbovac 90 icw wand, two of the metal balls were displaced from the screen on the want tip, while inside the surgical site. The balls were retrieved and the site was flushed to ensure that no debris remained in the site. There were no significant delays or pt complications reported as a result of this event.